Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient becoming infected. The surgeon removed all implants and re-implanted in one stage procedure.